Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt stopped being able to hear on (B)(6) 2011. Some days prior to this she had some strange sounds and the device was not functioning well. She exchanged all the external parts (speech processor, cable, coil and batteries) but this did not alter the situation. Testing confirmed that the device has malfunctioned.